Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume. Per the reporter, the refill the day of the report was arv 7ml and the erv 1.9ml. The reporter didn¿t have historical volumes but stated the last 3 refills they have gotten at least 5ml¿s more than expected. The hcp does the refills himself every time so he had been monitoring the patient. A dye study was done and it was ¿good¿ no issues found. There also was nothing in the pump logs indicating a pump problem. The patient was experiencing an increase in pain symptoms since the volume discrepancies were noted. The hcp was planning on replacing the pump. Per the reporter, the replacement was tentatively planned for (B)(6). The pump was used to deliver dilaudid. Additional information later reported, he stated he was reading in consumer reports that the pump was being recalled and wanted to know if his serial number was in that lot. The patient stated, the ¿pump failed¿ and was only 2 years old. The patient stated that he was only supposed to have 1.9cc¿s in the pump at refill and would have excess of 7-8cc¿s so that was why the patient knew it was failing. The patient stated that they put the new one in and saw that it was the same model number and was exactly the same as what he had. The patient indicated, he just had it implanted would be 2 years (B)(6) and just had it 2 weeks and read that there was a recall on their pump and their ¿failing¿. The patient also stated that he read that out of 1 million units, 140000 units failed and to not worry about it when he discussed it. The patient further stated that they put a stimulator device in him because, the pump wasn¿t working and now they know why. The patient¿s first pump lasted 11.5 years and then the second pump didn¿t even last 2 years. Per the patient, the "hcp didn¿t even tell the patient until the third month (second month) too much in the pump and to keep an eye on it". The patient stated that monday (B)(6) 2014 when he went and 7cc¿s came out and was only supposed to be 1.9cc¿ and said ¿it¿s not working¿. The patient underwent emergency surgery (B)(6) 2014 to the replace pump. The patient stated, he had the catheter and everything was fine. Per the patient, they did a ¿test¿ at the time of the second implant and reviewed with the patient that it was ¿stiff, wasn¿t elastic like a rubber band¿. The hcp told the patient that he would put it on top of the other one at the end of the year. Per the patient it would be like another year because, it was still good, stated, it was totally clear and stiff. The patient indicated the pump was used to deliver a total of 3 medications including the bupivacaine but the patient didn¿t know all of them. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l81439, implanted: 2000 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014. It was noted the patient was not receiving adequate therapy, had a return of painful symptoms, and experienced mild signs of withdrawal. It was further reported there was a suspected pump malfunction and a rotor study was performed. The results of the rotor study were ¿ok.¿ a dye study was also performed and the healthcare provider was unable to aspirate and as a result they replaced with a new sutureless connector. It was also reported the patient recovered without sequela. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.